Event description:
On (B)(6) 2010, a transoral incisionless fundoplication (tif) procedure was performed following a laparoscopic hiatal hernia repair on a (B)(6) old female pt. There was nothing exceptional to report during the procedure. Pt was discharged after 24 hours and then re-admitted on (B)(6) 2010, because, the pt complained of spitting up mucus and complained of dysphagia. The patient developed some shortness of breath. A CT scan of the time revealed pleural effusions. An upper gi study was ordered and then performed after another CT failed to demonstrate a leak. The upper gi revealed a leak on the right distal esophagus and the pt was then brought in for surgery. The pt underwent a left video-assisted thoracic surgery (vats) and decortication along with mediastinal exploration and bilateral tube thoracostomy for esophageal perforation and bilateral pleural effusions. Pt also underwent a diagnostic laparoscopy and placement of transgastric jejunostomy tube for a distal esophageal leak. The pt was discharged from the hospital on (B)(6) 2010 and returned for a follow-up visit on (B)(6) 2010 and was doing well.

Manufacturer narrative:
Eval: method: because, the adverse pt symptoms presented itself sometime after the procedure, the device had already been disposed of per the hospital's standard operating procedure and is not available for an evaluation. During a conversion between the physician and a new sales rep, the rep learned of the sae from the previous year and reported it to the complaints administrator.